Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff device does not maintain the pressure and continues with pumping. This occurrence was noticed during patient ventilation. Hamilton medical ag lack further information on this. Whether alarms were triggered was not reported . This malfunctioning was not reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).. Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff device does not maintain the pressure and continues with pumping. This occurrence was noticed during patient ventilation. Hamilton medical ag lack further information on this. Whether alarms were triggered was not reported this malfunctioning was not reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.